Manufacturer narrative:
(B)(4).batch # unk. The instrument product code bcd10 was not returned intact for analysis. Analysis of the device found the cotton tip missing. Adhesive was present and a small amount of cotton remains on the tip. Based upon the visual examination, we are unable to determine the cause of the tip removal. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic urological procedure, a tip of the device came off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.